Event description:
When attempting to use medium v-care (ref 60-6085-201a), the handle separated from the shaft of the device rendering it unusable. A second item was obtained, same problem occurred. The lot # of the 2nd device used is 202405201. Did not have package from first device used as it was already in the garbage. A third device was opened, same lot# as the 2nd one used. Do not know status of 3rd item as it has not been put into use while writer entering this event.